Event description:
It was reported that during a laparoscopic colostomy procedure, the device would not open after firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the device opened and removed from the tissue? Was there any change to the procedure due to the device not opening? They didn't give me any more information than I reported.